Event description:
The customer states that during the night, the tdxflx analyzer emitted a strong burning smell and began to smoke. The customer can see burn marks on the top right side of the instrument. The analyzer has been unplugged and a service call has been initiated. There were no injuries reported and no damage to the surrounding environment.

Manufacturer narrative:
On 30 january 2008 an abbott field service replaced the reagent display power harness and the reagent display door assembly that was burned when the power harness wore out. A verification of controls were performed confirming that the tdxflx analyzer meets specifications. This is a final report.